Manufacturer narrative:
Additional information was received that the event was a monitoring issue, not a delivery issue. The unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Unit alarmed, notifying user of reported condition. There was no reportable malfunction.

Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(4). Patient information: no report of patient involvement. Initial reporter address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a check of the system and confirmed the reported issue. Internal tubing connecting the filter board to the advanced breathing system (abs) flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported that the device alarmed for alternate o2 and over delivered tidal volume by more than 20% of setting. There was no report of patient involvement.